Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-05778. It was reported that a patient presented in the hospital. Upon interrogation, the right ventricular lead and the implantable cardioverter defibrillator exhibited pause episodes attributed to oversensing. The oversensing could not be reproduced. Programming changes were made. The patient was in stable condition.